Manufacturer narrative:
Summary of the investigation: a sudden fluctuation and decrease in ventricular lead impedance measurements was observed, with values between 300 ohms and 400 ohms. Almost all episodes recorded in the device memory since (B)(6) 2024 (at least) showed oversensing and non-physiological (noise/artifacts) on the ventricular channel. The origin of these simultaneous non-physiological signals is unknown. It may be located at lead level but cannot be confirmed with certainty. Based on the available data and the fact that the subject lead was not returned for analysis, abandoned inside the patient, the most probable hypothesis is a lead insulation issue (insulation breach). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, a rupture of the conductor is suspected. (Information received :update 23/10/2024) a reintervention was performed on (B)(6) 2024, the lead was abandoned inside the patient an a new lead was implanted